Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned as it remains implanted in the patient. In this case, the cause for the aortic stenosis and increased cai are unknown; however, no surgical treatment has been provided. The patient will continued to be monitored. The event could be related to patient factors (heart failure) and the progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through a (B)(6) clinical trial, approximately 2 years implantation of a 29mm sapien 3 valve in the aortic position, the patient presents with significant bioprosthetic valve stenosis. Per the 2 year follow-up core lab report, the aortic valve area (ava) decreased from 1.35 to 0.84 cm2 and mean gradient (mg) increased from 12 to 32 mmhg. Per report, this is stage 3 hemodynamic valve deterioration. There is a new onset of central aortic regurgitation (ar). There is no evidence of bioprosthetic leaflet thrombosis or thickening on 2d as per echo (tte). There is a restriction of the transvalvular flow on doppler-echocardiography, particularly on the posterior aspect of the valve orifice. The at/lvet ratio is 0.44, which also suggests significant stenosis of the bioprosthesis. Upon review of medical records, (30-day, 1-year and 2-year follow-up and echo report), at 30 day follow-up visit, peak gradient (pg) measured 24mmhg, mg 14mmhg, aortic valve area and area index was 1.4cm2 and 0.6cm2/m2 with no aortic stenosis or insufficiency. Compared to previous echo taken at discharge, there was an increase of aortic valvular velocity and gradients. The peak/mg had increased from 14/9mmhg to 24/14mmhg. At 1-year follow-up "visig", compared to previous echo at 30-day, there was no significant change, pg 18mmhg, mg 11mmhg with aortic valve area of 1.3cm2 and without evidence of regurgitation. The site¿s 2-year follow up echo observations reported a normal functioning bioprosthetic valve with elevated gradients (pg 47mmhg, mg 34mmhg) causing suspicion for possible valve thrombosis. There was increased velocities with trivial centrally directed aortic insufficiency and a well seated thv with normal function. These findings were reported by the site to be consistent with moderate aortic stenosis. There is trace aortic valve regurgitation.